Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the air/water nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The inspection method for the event is described as follows in the operation manual " chapter 3 preparation and inspection 3.6 inspection of the endoscope: "[inspection of the endoscope]. 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function]. - inspection of the water feeding function. 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer noted there was a delay to starting precleaning. The air/water nozzle was flushed with air and water, the scope was not presoaked in a detergent solution, the nozzle was not wiped/brushed, and the nozzle was flushed with a detergent solution during reprocessing. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the air/water supply volume and water removal ability did not meet the standard value due to clogging of the nozzle, water tightness was lost due to a pinhole on the instrument tube and deformation of the up/down knob, the bending angle in the up direction and the play of the up/down knob did not meet the standard value due to wear of the angle wire, the bending section cover adhesive was chipped and had a white clouded area, the adhesive around the objective lens was peeled, the adhesive around the objective and light guide lenses had white clouded areas, the connecting tube was wrinkled, the objective lens was chipped, the paint on the suction and air/water cylinder were peeled, and multiple parts of the scope were peeled. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the air/water nozzle of the evis lucera colonovideoscope was clogged. The customer noted the issue had been occurring on and off since (B)(6) 2022. The device was inspected prior to use. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and the nozzle was clogged with foreign material. The customer did not have any idea about what the foreign material was. The report is being submitted due to foreign material in the scope found during evaluation.